Manufacturer narrative:
Device is combination product. Age at time of event: 18 years or older. (B)(4). It is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a severely tortuous, severely calcified, distal left circumflex artery(lcx). Following pre-dilatation, a 20 x 2.25 mm promus premier stent was advanced but was unable to cross the target lesion. Another crossing attempt was made using a guidezilla ii guide extension catheter, but the guidezilla ii was unable to be delivered past the ostium area in the lcx. Several more failed crossing attempts were made. The stent was removed and it was noted that the distal edge of the stent was lifted. The stent was replaced with another of the same device. Because the guidezilla ii was unable to cross as well, it was replaced with a non-bsc guide extension catheter and the target lesion was cross successfully. No patient complications were reported.